Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they are supposed to meet mdt rep, the doctor's office on monday since the ins wasn't working properly, but they didn't know what equipment to bring to the appt. Pt said that the phone number they called for the rep went to hcp's office and they needed to talk to the rep. Pss advised the pt that a message would be sent out to the rep requesting contact, however pss did not promise a time-frame on a response. When asked for the event date, pt said that it was maybe a week ago. Additional information received. Rep reported wet with patient may 1st and attempted to reprogram but couldn¿t. Provider took an x-ray and found the leads have migrated. Unsure what will happen next at this time.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-may-2025, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 18-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.